Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012536344 was returned and analyzed. Visual inspection showed the catheter had an inverted and knotted array upon receipt. All the electrodes were intact. No kinks were observed on the extended part of the guidewire lumen. The capture device had a normal shape, with no damage or unusual features. No guidewire was received with the returned catheter. The catheter was connected to both the test catheter interface cable (cic) and the returned cic without any resistance, and the connections were secure, as indicated by both latches fully engaging into the catheter connector. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function was normal. Functional testing was not performed due to the anomalies present on the returned device. The catheter was connected to the breakout box. The impedance was measured between electrodes 2 to 9 and related pins e-2 to e-9 on the breakout box. All the measurements were in specification and stable during static and dynamic testing. Electrode 1 showed an open circuit condition. X-ray imaging was used to verify if the inverted array had any broken wires inside; electrode wire 1 was observed to be broken. In conclusion, the reported "inverted array" was confirmed during analysis. The catheter did not pass the returned product inspection due to an inverted array, a knotted array, and a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID pscc100; product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array was flipped. It was noted that the ring protion of the catheter was "tied in a ball" and it was difficult to deploy the ring. The catheter was replaced and the issue remained. An error message was received indicating that there was an electrical current error. The electrode and guidewire position were checked and it was attempted to deliver a pulse which was unsuccessful. The catheter cable was replaced and the issue remained. The catheter was replaced again which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.